Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as the lot number provided by the complainant was not valid. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.

Event description:
User facility reported a pt who had received prophylactic antibiotics (name of medication unk), had a successful novasure ablation in 2007. They reported she was admitted the following day with septicemia. Treatment included several doses of antibiotics (name of medication unk). During follow-up in 2009, it was reported that this infection was caused by a streptococcal organism. We have been unable to obtain additional info surrounding this event.